Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 174 and 166mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is within the month of september. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 : 177 mg/dl date: (B)(6) 2017 time: 11:18pm fasting, result 2 : 173 mg/dl date: (B)(6) 2017 time: 10:49pm fasting, result 3 : 197 mg/dl date: (B)(6) 2017 time: 10:48pm fasting, result 4 : 182 mg/dl date: (B)(6) 2017 time: 10:46pm fasting, result 5 : 131 mg/dl date: (B)(6) 2017 time: 12:02pm fasting. Customer feels physically well and denies diabetic symptoms at this time. No medical attention is required. Customer believes his readings are higher than normal. Customer just got his knee drained last week, since then his readings have gone from his normal range of 80 to 100 up to the 170-190mg/dl range. Customer takes all his tests fasting in the morning. Customer stores strips properly in the bedroom. The date and time are not set correctly on this meter